Manufacturer narrative:
No stuck cartridge in reservoir compartment noted. However, the insulin pump was received with scratches in the inner reservoir tube window, broken reservoir tube lip and cracked/broken motor slide tip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir was detached from the tubing cap preventing her from filling the tubing. Blood glucose level at the time of the incident was not provided. The customer reported that the reservoir could not be removed from the insulin pump. Caller stated that they attempted to remove it with tweezers and pliers, but neither worked. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.